Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/26/2019. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch mlm890 mfg. Date - 10/8/2018 exp. Date - 9/30/2023 batch pbm242 mfg. Date - 2/5/2019 exp. Date - 1/31/2024 a manufacturing record review was performed for the finished device batch mlm890 and no non-conformances were identified. A manufacturing record review was performed for the finished device batch pbm242 and no non-conformances were identified. H3 device evaluation summary: it was received for analysis five unopened samples of product code z370, lot mlm890. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. It was received for analysis twenty-four unopened samples of product code z370, lot pbm242. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-84829 and 2210968-2019-84830 and 2210968-2019-84831. Analysis results have been included in follow-up reports for each. Additional information was requested and the following was obtained: did all 3 sutures from a box had needles pulled off in one procedure? If multiple procedures are involved, a separate pc for each procedure must be opened with all details. Lot number what I understand it was in the same procedure. I don¿t have a lot number.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle came off the suture. It was unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.